Event description:
It was observed that during the device evaluation, the subject device screen turned white with no image and never returns to normal. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, cause was due to damage on the objective lens, however the most probable cause of the complaint is cause traced to component failure, that is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.